Event description:
The customer reported that the system had no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer technician repaired the system during the service call. The system and found to be working as intended and put back into service.